Event description:
It was reported that during a fistulogram procedure, balloon deflation difficulty and withdrawal difficulty occurred. The graft lesion was located in an unspecified vessel in the arm. Upon attempting to deflate the 8.00mm x 2.0cm peripheral cutting balloon for removal, the balloon failed to deflate completely and could not be removed through an unspecified sheath. The physician advanced another wire, retaining the wire position and removed the cutting balloon and sheath together. Another sheath was then placed. The procedure was successfully completed. No patient injuries or complications were reported. The patient's status was reported as 'fine.'

Event description:
It was reported that during a fistulogram procedure, balloon deflation difficulty and withdrawal difficulty occurred. The graft lesion was located in an unspecified vessel in the arm. Upon attempting to deflate the 8.00mm x 2.0cm peripheral cutting balloon for removal, the balloon failed to deflate completely and could not be removed through an unspecified sheath. The physician advanced another wire, retaining the wire position and removed the cutting balloon and sheath together. Another sheath was then placed. The procedure was successfully completed. No patient injuries or complications were reported. The patient's status was reported as 'fine.'

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that the device was inside the introducer sheath. The introducer sheath was split 5mm at the distal end. Further visual examination of the balloon catheter revealed that the returned balloon was not completely deflated. Microscopic examination revealed that there were no issues with the proximal bond and a clear inflation/deflation path was evident. There were no issues with the y-site and when attempted to inflate the device with water, the water flowed through the y-site and back without issue. The shaft had a severe kink 4mm from the proximal bond. The shaft was also severely stretched and kinked at 48mm to 108mm and 228mm to 240mm from distal tip. The balloon could not be inflated due to the extreme damage on the shaft. No other damage was noted on the device. The severe stretching of the shaft and the split in the introducer sheath is consistent with attempting to withdraw the device through the introducer sheath on removal. The severity of the kink would suggest that this was the cause of being unable to deflate the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).